Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a test step during testing. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed final testing.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a test step during testing. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device's proportional valve and solenoid valve were returned to the manufacturer's product investigation laboratory (pil) for investigation. The proportional valve was inspected and tested and was found to operate as designed. The device's solenoid valve was inspected and tested and was found to fail due to internal contamination. The components have been scrapped.